Event description:
It was reported the colonovideoscope experienced foreign objects exiting from the channel. The issue occurred during preparation for use. The device was completed using another similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. However, foreign material remaining in the device could not be identified. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.